Event description:
It was reported that the user experienced a hyperglycemic event after consuming four peanut butter crackers and then dinner while using the ilet insulin pump in conjunction with continuous glucose data, with blood glucose rising from 132 mg/dl to approximately 200 mg/dl; the pump delivered correction and returned glucose to target range. Symptoms included elevated blood glucose. Outcomes included no injury, no hospitalization, no alerts or alarms, and resolution with device-driven correction. Investigation included complaint intake, device-use review, and user education and troubleshooting. Investigation of this case revealed no device malfunction and no component issue, with the event consistent with physiological response to carbohydrate intake and appropriate automated correction by the pump. It was concluded, based on previously established findings for similar reports, that the cause was unclear but not device related. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.